Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the plunger of a bd ultrasafe passive¿ x-series needle guard syringe pulled out which resulted in leakage. There was no report of mucous membrane exposure, serious injury or medical interventions.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aqls), was manufactured and released according to applicable procedures and specifications. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user.